Manufacturer narrative:
Current labeling lists titanium as the material used for the case of the ipg. (B)(4).

Event description:
A report was received that the patient's system would be explanted as the patient is allergic to the titanium in the ipg. The patient was doing well following the explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.

Event description:
A report was received that the patient's system would be explanted as the patient is allergic to the titanium in the ipg. The patient was doing well following the explant procedure.